Event description:
Through article "abstract po3-20-12: a case report on the management of a patient with local breast cancer, bia-alcl and radiation induced metastatic angiosarcoma: a multidisciplinary approach", a patient was noted to experience "stage 2a right breast cancer," "swelling," "positive for t lymphocyte markers cd30, cd43, cd45, cd4," "was diagnostic with anaplastic large cell lymphoma," "a right chest wall mass was detected," "a biopsy ¿ confirmed poorly differentiated carcinoma initially thought to be a secondary intraductal carcinoma of the breast, invading the chest wall by metastasis or direct extension, negative for estrogen receptor (ER), progesterone receptor (pr), and human epidermal growth factor receptor 2 (her2). Further workup confirmed this mass to be angiosarcoma, most likely associated with the patient¿s prior radiation therapy" and "two secondary tumors." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Affected side is right. The status of the device is unknown. The manufacturer of the devices is unknown. Abbvie medical physicians have deemed the malignancy of "chest wall mass" as not device related.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "breast swelling" and biomarker cd30+ confirming lymphoma - alcl - suspected. Article citation: varanitskaya, liubou, et al. ¿abstract po3-20-12: a case report on the management of a patient with local breast cancer, bia-alcl and radiation induced metastatic angiosarcoma: a multidisciplinary approach.¿ cancer research, vol. 84, no. 9_supplement, 2 may 2024, https://doi.org/10.1158/1538-7445.sabcs23-po3-20-12.